Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the adhesive from the infusion sets were not sticking to her skin. The infusion sets were falling off from her body very easily. No adverse event was reported. The infusion set was requested to be returned for product evaluation.